Event description:
Went in for lasik consultation at (B)(6) who claims I had sjogren's syndrome and needed prk surgery instead the day of my surgery - not lasik at the last minute. I did it anyway because I trust the doctor. Now I have serious scarring on my sclera and need a different surgery to fix the first issue. I cannot wear contacts anymore.